Event description:
Adverse event: no consequences or impact to patient. Product problem: dull blade. The surgeon reported some knives contained within the custom pak were not as sharp as usually. The surgeon stated that sometimes he had to use more pressure, and sometimes less pressure. In spite of that, the surgeon stated he was able to use the knives during the procedures. The procedures were completed with the same knives. There was no patient harm reported and no delay in the procedure. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).